Manufacturer narrative:
Examination of the pfc stem trial extractor confirmed that the tip is bent. The root cause is attributed to suspected misuse during removal of the stem trial from the bone canal. There is evidence suggesting the instrument was levered side to side. Based on the investigation determination of misuse/misapplication of the instrument as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The extraction tip is bent.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.